Manufacturer narrative:
Summary - bd received unused samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a cracked tube with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and no issues were observed as the unused tubes did not exhibit any defects and drew the correct volume of sample when tested. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - based on evaluation of the customer photos, the customer¿s indicated failure mode for a cracked tube with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and no issues were observed with the tubes. Root cause - based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® plastic p100 plasma tube was cracked before use. No injury or medical intervention.